Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to a break or fracture. The patient also had a loss of stimulation and therapeutic effect. There were no patient symptoms or injuries. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, serial# unknown, explanted: (B)(6) 2012. Product type: lead. The initial reporter's phone number was listed as: (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).